Event description:
Reportedly, the device continuously prompted motion detected and an analysis of patient ECG could not be completed as a result. The patient was not resuscitated. The reporter stated patient outcome was not affected by the discrepancy, based upon a lack of patient viability.